Event description:
A nurse reported that the system displayed problems with the vacuum during a procedure. The procedure was able to be completed with the same system and accessories. There was no pt impact reported.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative oriented the customer, over the telephone, to adjust the pressure supplied to the system; this resolved the customer reported event. The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. While it is not entirely conclusive, based on the information, the most likely cause of the reported event is that the pressure supplied to the system was low. Orienting the customer to increase the pressure supplied to the system addressed the customer reported event. (B)(4).